Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited "bad electrical measurements" and "huge dynamic movements of the proximal part of the ipg when anchored mid-septal. It was also reported that the ipg dislodged and migrated to the iliac vein. The ipg removed and replaced. No further patient complications have been reported as a result of this event.